Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Further checks are planned in (B)(6) 2022.

Event description:
The user attended a fitting appointment in (B)(6) 2021, after several years of not using the audio processor. In situ testing showed affected channels. The user had hearing benefit with the device when stimulation was provided.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. It is planned to proceed with a fitting appointment in (B)(6) 2022.